Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The insulin pump was received with scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that there were some motor error alarms and motor position encoder error alarms in the alarm history. The insulin pump will be returned for analysis.